Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/05/2023, 04/13/2023 and 04/24/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that half the touchscreen was not responsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that during set up, the touchscreen was unresponsive on the bottom half of the screen. The customer attempted to calibrate the touchscreen to resolve the issue but was unsuccessful. The rse provided the customer with the parts ID for the touchscreen to order and replace to resolve the issue. Investigation is ongoing.